Event description:
Clinical specialist reported 3 incidents of the transfer set coming loose from the pt's quinton adapter. There was no pt injury or medical intervention required according to the healthcare profressional.